Manufacturer narrative:
One level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. The device was overheating. The problem was occurring due to a faulty microswitch. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) went into an over temperature state. There was no flow. No patient injury or complications were reported in relation to this event.